Event description:
During a remote follow-up, there were episodes of noise noted on the right ventricular (rv) lead which were misinterpreted as ventricular fibrillation (vf). There was no inappropriate therapy reported. The rv lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: a complete lead was returned in four portions for analysis. Electrical testing that could be applied on the returned portions revealed no indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies apart from damages found which are consistent with procedural damage. The reported event of noise was not confirmed.